Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) battery had failed after ¿only 2-3 years of operation¿ and had depleted early. The ins was checked over and the issue could not be remediated; the patient reported they were advised that the ¿device would no longer work.¿ it was noted that the battery had ¿gone into overdischarge several times¿ and that ¿nothing could be done to restart the battery.¿ there were no external factors reported that may have led or contributed to the issue. It was noted there were no actions or interventions taken and that the device remained implanted as of (B)(6) 2022. There were no surgical interventions performed and it was unknown whether any were planned. The issue remained unresolved at the time of report. No complications were reported or anticipated.